Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. The physician's office was contacted and reported that the right ventricular lead had dislodged during the procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the medial segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the proximal conductor of the lead became extrinsically fractured due to a cut, the proximal conductor of the lead became extrinsically fractured due to melting, the proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress, and the distal electrode of the lead became extrinsically fractured due to a cut. Concomitant products: sdr303b implantable pulse generator (B)(6) 2004; 5076-52 implantable pacing lead (B)(6) 2004. (B)(4).